Event description:
This case was reported by staff from a "drug store" and described the occurrence of loss of smell in a female pt of about (B)(6) years who received breathe right nasal strips for nasal congestion. A physician or other health care professional has not verified this report. In the middle of (B)(6) 2011 the pt started breathe right nasal strips (used externally). It was reported that "the pt had used the nasal strip for about 2 to 3 times, and each time she used it for more than 12 hours". At an unk time when treatment with breathe right nasal strips was discontinued, the pt experienced loss of smell. This case was assessed as medically serious by (B)(4). At the time of reporting, the event was unresolved. Breathe the right nasal strips are manufactured in (B)(4), and neither the lot number nor the product was available.

Manufacturer narrative:
(B)(4).